Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Impl tapered scr-v 3.7mm 3.5mm 13mm was received for investigation. Visual inspection of the returned implant identified signs of wear from use in the form of residue coating a section of the implants' exterior, but no other signs of significant damage or deformation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The returned implants' dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. X-ray images of the implant site were provided and evaluated by an sme specialized in medical affairs and dentistry. The images were found to display bone loss as reported. A device malfunction was not found through visual inspection of the device, however the bone loss event has been confirmed through the x-ray. A root cause cannot be determined. The following sections have been updated: d4: UDI (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided, event date: not provided, initial reporter fax number: not provided. Additional PMA/510(k) number: k011028, k013227. Device not returned.

Event description:
It was reported that implant (tsvwb13) was removed on due to bone loss at tooth location # 7.